Event description:
Laparoscopic cholectomy: "when using the clip applier it failed to stop bleeding from the cystic artery. Two additional clip applied. Bleeding persisted. Endo loop used. Dr commented that the liver was very high and the clip was being pressed hard to get to the liver. The clips appeared to not close beyond the colangio zone. Ca500 from chole kit 3 kit." Patient status: "discharged".

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.